Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was 270 mg/dl. The insulin pump was not exposed to a strong magnetic field. It was stated that the customer's mother did not want to revert to a back-up plan. Displacement and priming tests were performed and passed. It was further stated that it was advised to check the customer's blood glucose more often. Nothing further was reported.